Event description:
It was reported that the patient underwent revision surgery of the right lead due to the progression of high impedance/out-of-range failure. According to the patient, she stopped using the device in (B)(6) 2024 because it was uncomfortable, and she also has other health issues. An x-ray was taken and confirmed a right lead fracture. There was no allegation against the left lead, but the physician decided to replace both leads. Two new leads were implanted without any complications. There was no report of patient harm or injury. The lead assemblies were returned and evaluated. The analysis confirmed that lead conductor fractures caused the high impedance conditions observed with the right percutaneous stimulation lead. Visual inspection observed rounded, fractured coils across all coils. No functional testing can be performed on both leads because the lead is received in two segments and is missing the anode end.

Manufacturer narrative:
Mml # (B)(4) other lead explanted: model: 8145. Description: react6iv8 implantable pulse generator. Serial number: (B)(6). UDI#: (B)(4).